Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was emitting beeping tones. Upon interrogation, it was observed that the device recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Continued monitoring was recommended. The device will remain implanted and the patient will be monitored at this time. No adverse patient effects were reported.